Manufacturer narrative:
Product event summary (B)(4): performance data collected from the device was received and analyzed, and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary (B)(4): the device was returned, analyzed, and no anomalies were found. Concomitant products: 6947m implantable tachy lead: (B)(6) 2012, 4194 implantable pacing lead: (B)(6) 2012. (B)(4).

Event description:
It was reported that during a procedure to revise a dislodged ventricular lead, the atrial event marker was suddenly no longer displayed. It was noted that the patient was in atrial fibrillation. On the analyzer the atrial amplitude was acceptable, so a device malfunction was suspected. The ventricular lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.